Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
The dentist reported the non osseointegration of a dental implant installed in intraoral region #19. 30 ncm of primary stability was achieved and immediate load was not performed.